Manufacturer narrative:
All available information was investigated. The returned device analysis was unable to confirm the reported clip not responding to handle manipulation. The reported positioning failure was a cascading event of the reported clip not responding to handle manipulation and was therefore unable to be confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported clip not responding to handle manipulation could not be conclusively determined. The reported positioning failure is a cascading event of the clip not responding to handle manipulation. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+. A mitraclip xtw was inserted without issues. However, while positioning the clip perpendicularly to the mitral valve plane, the clip arms did not respond to the handle manipulation in any direction. The dc handle was being manipulated to position the clip arms so that the clip arms could be visualized in the left ventricular outflow tract view. However, the clip did not respond to the movement made on the dc handle and would not rotate on its own axis. Therefore, the clip was removed and replaced. A new clip was then inserted and deployed on the mitral valve, reducing mr to a grade of 1. It was noted that the patient remained stable. There were no adverse patient effects and no clinically significant delay in the procedure.